Event description:
It was reported that the insulin pump alarmed button error alarm. Customer stated that the insulin pump was placed in a cooler. Customer's blood glucose reading at the time of the call was 114 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.